Event description:
Hosp submits this report pursuant to 21cfr part 803. This report is based on info reviewed by hosp which hosp may not have had an opportunity to investigate fully or verify prior to th ereporting date. This report shall not be construed as an admission by hosp that it or any of its employees or affiliates caused or contributed to the incident described herein. While performing phacoemulsification on left eye there seemed to be poor aspiration and formation of anterior chamber. A white opacification of the cornea formed and white material seemed to emanate. Phacoemulsification was stopped, equipment checked and found to be satisfactory. Although visibility was limited procedure was completed. Because of corneal burn it was elected not to do an implant at this time and pt was referred to a cornea specialist for further treatment.